Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The ICD and video cable were replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported that the left monitor was intermittently blanking out. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.